Event description:
It was reported that during implant the lead could not be navigated into a satisfactory position in the right ventricle due to an extremely tortuous subclavian vein/superior vena cava. The lead was inserted into and removed from an introducer multiple times, and another lead was used after potential coil damage was noted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4). The full lead was returned, analyzed and the defibrillation conductor was distorted. It was noted that there was blood in/on the helix/lobe mechanism, the lead appeared damaged at implant and the stylet was bent. Visual analysis noted that the superior vena cava exposed coil is slightly distorted at 36.5 cm.